Event description:
It is reported that a customer received a no delivery alarm on their insulin pump while they were changing the infusion set. The patient's blood glucose level was unknown at the time of the call. The customer stated that they prefer to resolve the issue on their own. The customer was advised to call back if they needed any assistance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.